Manufacturer narrative:
Analysis was normal. The device was tested using automated test equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.